Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated and bent, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the helix of the lead was extrinsically bent. The analyst commented the lead was returned with the helix fully retracted, tissue/blood visible in the helix and the helix was bent. The distal conductor was distorted in the connector at 1.5cm and no further helix testing was possible. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix or "screw mechanism" was unable to be activated. The rv lead was replaced. No patient complications have been reported as a result of this event.